Event description:
It was reported that the ventricular lead had no capture. The lead was explanted and not replaced due to svc occlusion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; proximal conductor blood; outer insulation melted, torn, breached cut, and white substance on helix. Distal segment of the lead was returned and analyzed.